Event description:
It was reported that the pt was admitted to the hospital in sept. 2003 for the treatment of intracranial seizures. During the 5 day hospital stay, the pt developed a large pulmonary emboli and a recovery filter was implanted. The deployment was described as "ideal" and the filter was placed below the renal veins, at the l1 pedicle. The pt had no medical or surgical interventions until 4/04, when pt had an emergency laparoscopic cholecystectomy. The asymptomatic pt returned to the hospital about two weeks later to have a vena cava filter removed, as it was no longer needed. The pre-procedure cavagram revealed that the filter had shifted caudally approximately 2.5-3cm. The upper arms of the filter appeared to be distorted, with one arm at right angles to the cava wall. The doctor stated it was not in the renal vein. The filter was removed without difficulty. The removed filter had 2 arms detached. Post removal films showed one arm firmly attached to the cava wall below the renals. The second one appeared to be in the right lung. The pt is fine and no other treatment is planned at this time.